Manufacturer narrative:
The product was removed and replaced by a competitor's product. The nurse illustrated the issue to the company rep by applying a couple of dressings to her arm. The company rep confirmed that the dressings fell off very easily. Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected the lot number was not provided. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on october 02,2014. (B)(4).

Event description:
It is reported by a nurse that the product would not stick or stay in place after one (1) or two (2) days use as a treatment modality on a number of different patients.